Manufacturer narrative:
The field service engineer (fse) was at the customer site and found that the strip provider module (spm) was damaged from a previous leak. This issue was eventually resolved by cleaning and replacing the spm. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that 3 loose pads had fallen off into the strip provider module (spm) of their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.